Manufacturer narrative:
The accu-chek softclix lancing device was received without the lancets. A piece of the device housing at the priming end and some pieces of the closure module are broken off. The reported failure on protruding lancets could not be reproduced during the investigation. The lancing device worked without any problems despite the damage. The cap could also be put on the device and worked faultlessly. The lancing device was further inspected with a microscope. The investigation showed signs of extensive use. The broken parts occurred most likely during dropping the device or by user error, e.g. Caused by inappropriate use of the lancing device. Stress whitening could also be observed at the breaking points. The investigation determined the event was consistent with customer mishandling. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The softclix device has been requested for investigation. Initial reporter occupation is lay user/patient.

Event description:
It was reported that a patient had an issue with a coaguchek xs softclix lancet device. The seated lancet does not fully retract and protrudes past the end cap despite the lancet being properly placed. The customer stated that the cap is loose and he had difficulty in adjusting the settings.